Event description:
On a service agreement sales call from nova, the initial reporter indicated that they had a recent incident in which the nova stat profile phox plus analyzer reported erroneous patient results that led to a patient expiring. "Nova became aware of this event in 10/2002 and the event occurred in approx 2003 (48 days earlier)". The initial reporter stated that the case was a difficult one. At some point during the procedure the surgeon performing the surgery in the or questioned the reporter on the stp phox plus on one sample believing that the results did not match the clinical picture. The stat profile phox plus analyzers were immediately taken out of service and all but emergency cardiac by-pass surgeries were cancelled. Initial reporter indicated no knowledge of testing or evaluation of the suspect analyzers after being taken out of service.